Manufacturer narrative:
Information provided by reporter included use of synvisc lot #t0813. Review of production records found that this lot does not exist. Records show that lot p0813 and r0813 are possible lots if the first letter was reported incorrectly. To help identify the correct lot number the account shipping records were checked. Review of account records did not identify lots p0813 and r0813. The last lot shipped to this account was p07161. Further review of shipping records for lot r0813 conformed that this log was not used because it starting to be shipped to customer on (B) (6) 2008. The date of injections took place on (B) (6) 2008 and (B) (6) 2008. Because it is possible that product may have been purchased outside of the account and because it is unlikely to confuse t0813 with p07161, qa will review production records for p0814 only pending confirmation from (B) (4).

Event description:
Knee effusion [joint effusion]. Case description: spontaneous report received on 07-aug-2008 and 12-aug-2008 from an hcp regarding a female patient, age and initials unknown, with a history of osteoarthritis and previous synvisc injections, who experienced a knee effusion after stating synvisc. The pt received injections of synvisc into the (?) Left knee on (B) (6) 2008 and (B) (6) 2008 after receiving the second injection, the patient experienced a knee effusion that was treated on an unknown date with an intra-articular injection of a steroid (drug name unknown). The swelling in her left knee resolved. The lot number was reported as t0813.